Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported the cannula was not properly inserted and reported his blood glucose and insulin is as follows: time: 12:52 am, insulin: bolus 7.45u. Time: 12:52 am, bg (mg/dl): 474. Time: 3:26 am, insulin: basal 1.6u. Time: 3:27 am, bg (mg/dl): 423. Time: 3:28 am, insulin: bolus 6.45u. Time: 9:48 am, bg (mg/dl): 392, insulin: bolus 5.8u. Time: 5:37 pm, bg (mg/dl): 213.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.